Event description:
It was reported that when using the bd pyxis¿ es server were not communicating, the extract transform load process was delayed, and all stations were in critical override. On the health sight viewer, it displayed an extract transform load process delayed message for over 35 minutes. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the devices were not communicating and extract transform load (etl) process was delayed. A technical support specialist (tss) dialed into the report server and application server. Reports were verified to run successfully from patient encounter system, and no etl delay notices were found in health sight viewer. The etl for the server report database was confirmed to be running every five minutes, with the job completing successfully. The user was notified by email, and the case was placed on hold pending the customers update. Customer later reported that providence (epic) had contacted regarding pyxis, indicating the issue may have been on their end. A follow up email was sent, no further issues were reported, and the case was proceeded to closure. The system functioned as intended after the technical support specialist investigated the device.